Event description:
It was reported "stylet was placed in a bd double lumen 4fr PICC and PICC was placed. After bbe was achieved they were pulling the stylet out of the PICC and they noticed the tip of the vps stylet was split. The patient is fine and nothing fell off the stylet." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). One vps g4 g1+ legacy stylet assembly was returned. A visual examination revealed one kink approximately 4 inches from the stylet housing. The visual examination also revealed the ECG wire is separated from the finished skived opening adhesive joint. The customer also provided a photograph. In the photograph, the ECG wire is separated from the finished skived opening adhesive joint. An analysis of the finished skived opening adhesive joint in the returned stylet revealed the presence of adhesive, indicating the ECG wire appears to have been properly located during stylet assembly at the manufacturing site. A device history record review performed on the stylet did not reveal any manufacturing related issues. An informal review of this information was conducted with representatives of the manufacturing site who concluded a probable cause of this issue could not be determined since it cannot be established when or how the coil wire was separated from the finished skived opening adhesive joint. No further actions are required at this time. Teleflex will continue to monitor and trend for reports of this nature.